Event description:
It was reported the stimulation device had a short battery life. The pt was implanted with the device in 2007. No pt symptoms were reported. The programmer settings were at amp 4.0 v/ap270 & frequency 60hz. The device was explanted.